Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level and faced a bent cannula issue before. Therefore, they tried to treat it with a bolus via the pump, gave herself an injection via multiple daily injection and changed the infusion set and cartridge, but on (B)(6) 2022, she went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 750 mg/dl and had high ketone level. Moreover, the infusion set had been used for 15 hours. After staying for one hour in the emergency room, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital. Further, the health care professional from the intensive care unit recommended the patient to visit a gi doctor (gastroenterologists) and cardio doctor (cardiologist) due to high blood glucose level issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.